Event description:
Pt developed hives on legs and abdomen immediately after placement on 8/30. 25mg po benadryl given and 25 mg benadryl given ivp w/in 10 mins and hives subsided. Had only used 20ml of ns flush IV and 5cc of 100u/ml heparin IV with catheter before it was dc'd. Catheter was in l basilic vein. A total of approx 15 mins before it was dc'd.